Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2017. Extensions were added to the scs system due to the new ipg being implanted in the abdomen. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg could no longer communicate with the external devices due to it being inoperable. As a result, the patient will undergo surgical intervention.